Manufacturer narrative:
Evaluation summary: the stent was returned attached to the snare device. The stent was severely deformed. The delivery system of the device has not been returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was intended to treat a lesion in the mid lad using a resolute onyx drug eluting stent. The device was removed from packaging per IFU, inspected and prepped with no issues noted. It was reported that during advancement of the device it got caught on an existing stent in the proximal lad and the stent dislodged. Resistance was encountered when advancing the device however excessive force was not used. The onyx stent was retrieved by a snare and a 2.5x38mm non-medtronic stent was deployed distal to the existing proximal stent in the lad. No patient clinical sequelae reported. Please note that this device, resolute onyx, is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.